Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer was hospitalized two times in the past for diabetic ketoacidosis. The mother reported the customer was hospitalized on (B)(6) 2015 while on insulin pump therapy. The mother also reported a date was missing from the insulin pump. It was also found the customer did not receive any alarms prior to being hospitalized. The mother reported the meter was reading high prior to the customer's hospitalization events. It was found the customer was feeling sick and had symptoms of high blood glucose prior to being hospitalized. It was also found the customer was disconnected from the insulin pump between 24 to 33 hours prior to both hospitalization events. Troubleshooting did not find any leaks or air bubbles present from the insulin pump. A high pressure test was not performed on the insulin pump. Customer's blood glucose was 119 mg/dl at the time of the call. The insulin pump will not be returned for analysis.